Event description:
It was reported that during preparation of the stent delivery system (sds), the tip separated as it was introduced onto the guide wire. Reportedly, there was no patient involvement with this device.